Event description:
It was reported that this electrode had dislodged. A procedure performed to successfully reposition the electrode. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted due to infection. There were no additional adverse events reported. It was reported that this electrode had dislodged. A procedure performed to successfully reposition the electrode. There were no additional adverse patient effects.